Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user's father states that the screws are falling out of the seat of the chair.